Event description:
It was reported that the ilet was dropped and the external connector fractured flush with the device, leaving no surface to grip for removal. The user subsequently extracted the broken piece and continued using a backup pump, and no device alerts or alarms were reported. No symptoms or adverse clinical effects reported. Outcomes included no interruption of therapy beyond user-managed device handling and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed the connector damage was consistent with accidental physical damage and not a device alarm condition. It was concluded that the event was user-induced mechanical damage to the connector with no clinical harm and no device malfunction identified.